Event description:
It was reported that the left ventricular (lv) and right atrial (ra) leads dislodged. The lv lead was removed and not replaced andthe ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 x2 implantable pacing leads (B)(6) 2012. (B)(4).